Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead dislodged and their right ventricular (rv) lead had a myocardial perforation four days post implant. Intervention was planned and it was noted that the ra lead was to be removed and the rv lead was re-positioned. No further patient complications have been reported as a result of this event.